Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was leaking from an unspecified location on the patient line. The leak occurred during priming for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: mcs (previously ncs) additional information in h3, h4, h6. H10: the actual device was not available, however, a photograph of the sample was provided. The photograph was visually inspected and liquid was found outside the cassette lines between the pull ring connection and patient line. The reported condition was verified. The cause of the condition could not be determined. Visual inspection of twelve (12) retention samples was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.